Manufacturer narrative:
The device was inspected and sign of usage and impaction on the handle end were observed. It's confirmed that the handle tulips fractured. The device has been manufactured for around 1.5 years and has sign of wear after long-term usage. No relevant manufacturing issues were identified as all units met specifications conclusion: the most likely cause of the reported event was determined to be the overload during long-term usage.

Event description:
It was reported that; during insertion of the trial with the handle, a piece of metal break off of it. Issue occured while malleting the handle into the disc space. The disc space had been cleaned out and the disc had already been removed. The patient had average disc space nothing out of the ordinary. Issue occured at l3 l4. All broken fragments were retrieved. No adverse consequences to the patient nor surgical delay. Back up handle was used to successfully complete procedure.

Event description:
It was reported that; during insertion of the trial with the handle, a piece of metal break off of it. Issue occured while malleting the handle into the disc space. The disc space had been cleaned out and the disc had already been removed. The patient had average disc space nothing out of the ordinary. Issue occured at l3 l4. All broken fragments were retrieved. No adverse consequences to the patient nor surgical delay. Back up handle was used to successfully complete procedure.